Event description:
It was reported that the customer had high blood glucose levels of 489 mg/dl. The customer reported treating with manual insulin injections. The customer reported giving himself a bolus when the insulin pump alarmed no delivery. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did not exit. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to perform a manual prime. The customer reported that insulin did exit. The customer was advised that the no delivery alarm was caused by a connection issue. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).